Event description:
Pt had turon total shoulder implanted on (B)(6) 2009. Pt fractured tuberosity with loss of function of rotation cuff. The surgeon revised to reverse total shoulder.

Manufacturer narrative:
The pt was revised 4.9 months after prior surgery to remedy rotator cuff loss of function and to repair a fractured tuberosity. The cause for the fracture and rotator cuff problem was most likely trauma. The explanted device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. The stem DHR had one ncmr for marking and polishing which would not be the cause for the fracture and rotator cuff function. This is the second complaint for this device - the other was for a bent peg. The cause for the loss of function of the rotator cuff was most likely due to trauma related to a fractured tuberosity.